Manufacturer narrative:
D4 expiration date - added. D4 lot # - updated. D4 gtin - updated. D9 returned to manufacturer on - updated. D9 product available to stryker ¿ updated. G4 PMA/510(k) - updated. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the device was inside the microcatheter when received. The coil delivery wire was seen to be kinked/bent. The delivery wire was seen to be broken at the detachment zone. The main coil was seen to be stretched. The coil introducer sheath was not returned. During functional inspection, the main coil could not be advanced through the microcatheter. Upon retracting the delivery wire, it was noted that the coil remained inside. The microcatheter was cut, and the coil was successfully retrieved. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Per the event description the main coil was advanced against resistance through the microcatheter. Per the device analysis the pi (polyimide) wire was found to be physically broken and this is likely to have happened due to the pulling/pushing the device against resistance. An assignable cause of procedural factors will be assigned to the as reported events of main coil prematurely detached/separated during use and coil in catheter friction and to the as analyzed events of main coil prematurely detached/separated during use, main coil stretched and coil jammed. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed event of coil delivery wire kinked/bent. The issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, the physician encountered difficulty advancing the subject coil within the microcatheter and required force to push. Once the subject coil was visible the delivery wire of the subject coil was pulled back but the subject coil had detached prematurely in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician encountered difficulty advancing the subject coil within the microcatheter and required force to push. Once the subject coil was visible the delivery wire of the subject coil was pulled back but the subject coil had detached prematurely in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.